Event description:
The pt's husband was alleging that the pump was not powering on after the cartridge was replaced this morning. He has tried 3 different batteries, but the power issue was not resolved. It was noted that the battery cap was securely attached, there was no damage to the battery cap or pump, and there was no moisture/corrosion in the battery compartment. There was no reported pt impact associated with the alleged power issue. A replacement pump was sent to the pt.

Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.